Manufacturer narrative:
(B)(4). A device history report (DHR) was reviewed and no issues that could have contributed to the reported failure were noted. The device was manufactured according to release specifications. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In the absence of any sample returned and limited information available on this complaint, further investigation could not be conducted and therefore; complaint is not confirmed. However, manufacturer will continue to trend relating complaints.

Event description:
Alleged event: the catheter balloon leaked causing the device to come out of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon leaked causing the device to come out of the patient. The patient's condition was reported as fine.